Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when they tried to load the hs iii proximal seal, it did not fold into delivery device and failed to load properly. This happened twice, in the same case. An hsk-3038 device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the seal and the outside of the delivery device. The tension spring assembly and anchor tab were extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was locked and white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).